Event description:
Paramedics attempted to administer shocks to a person diagnosed in ventricular tachycardia. The device allegedly displayed a connect electrodes message each time the operator attempted to charge the defibrillator and use of the device was inhibited. The operator disconnected and reconnected the disposable defibrillation electrodes several times. The device allegedly continued to display a connect electrodes alarm. The pt was not resuscitated.